Manufacturer narrative:
(B)(4). The incident sample has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during a colectomy, the device did not seal completely, although an endtone, indicating a completed seal cycle was heard. There was no significant bleeding, and no pt harm.